Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The battery gauge then jumped from 20% to 100% after being disconnected from the power source. The customer's blood glucose was 122-124 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.